Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 131 mg/dl. Troubleshoot was performed. The customer was advised to the insulin pump need to be replaced and to discontinue use of the pump and to revert to the backup plan. Insulin pump will not be returned for analysis.